Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / stabbing pan') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2014, the patient had essure inserted. In (B)(6)2015, the patient experienced fibromyalgia ("I got fibromyalgia after essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("belly button is sore"), abdominal distension ("stomach feels flatter already"), rash ("worsened rash on hand"), migraine ("worsened migraines"), depression ("depression"), anxiety ("anxiety"), acne ("acne on face"), arthralgia ("hip pain"), myalgia ("sore muscles") and tooth fracture ("teeth breaking"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the pelvic pain had resolved, the abdominal pain, rash, fibromyalgia, migraine, depression, anxiety, acne, arthralgia, myalgia and tooth fracture outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, acne, anxiety, arthralgia, depression, fibromyalgia, migraine, myalgia, pelvic pain, rash and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain stabbing pan') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced fibromyalgia ("I got fibromyalgia after essure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("belly button is sore"), abdominal distension ("stomach feels flatter already"), rash ("worsend rash on hand"), migraine ("worsened migraines"), depression ("depression"), anxiety ("anxiety"), acne ("acne on face"), arthralgia ("hip pain"), myalgia ("sore muscles") and tooth fracture ("teeth breaking"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the pelvic pain had resolved, the abdominal pain, rash, fibromyalgia, migraine, depression, anxiety, acne, arthralgia, myalgia and tooth fracture outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, abdominal pain, acne, anxiety, arthralgia, depression, fibromyalgia, migraine, myalgia, pelvic pain, rash and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: the events ¿I got fibromyalgia after essure¿, ¿worsened migraines¿, ¿depression¿, axxiety¿, ¿ acne on face¿, worsend rash on hand¿ ¿hip pain¿, ¿sore muscles¿ were added. Reporter information was added. Essure implantation date added. Fu 1,2,3 processed together. On (B)(6)2020: content from social media was received: tooth fracture, abdominal distension and abdominal pain events were added. New reporter was added. On (B)(6)2020: social media received. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the pelvic pain had resolved. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.